Event description:
The facility's biomed engineering department reported an 814:00 failure code upon powering up of device in the clinical setting. The incident report submitted to biomed stated "triple channel IV pump in use on pt - dopamine infusing - pt bp 50/20. Channel a failed in surgery - dopamine on channel b - alarming failure on admission to ICU. Needed to obtain new IV pump and set up channels for hypotensive drips. Pt developed increased st segment with decreased bp". According to facility's risk management, no pt injury or medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics or diagnosis, rate of medication, concentration, or set up of the device.